Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during service, it was found that the ring part (wiper) inside an ri robotic drill attachment was broken, may be chipped. No case involved; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information in d9. H3, h6. The ri robotic drill attachment, part number rob10015, serial number sn(B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The wiper on the drill attachment had a visually enlarged diameter, and the edge of the wiper has two small tears. A visual inspection of the image provided was conducted and confirmed the device is chipped. The most likely cause of this event is normal wear and tear over time. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.